Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus medical systems corp. For evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
The subject device was used during an nephrectomy. The tissue pad was burnt black and a half of the tissue pad was peeled and lifted. The procedure was completed with the subject device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. (Omsc) obtained. The subject device was returned to omsc for evaluation. As a result of evaluation on jun 15, 2016, omsc confirmed that the tissue pad was worn but not peeled off. The manufacturing history of the subject device was reviewed, with no irregularities noted. As a result of evaluation of omsc on jun 15, 2016, there was no malfunction which caused or might cause the fragment to fall inside the patient. Therefore, we are retracting MDR.